Manufacturer narrative:
(Health effect impact code): (B)(4) imaging required. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported right side rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device.